Event description:
Re-operation to remove access port. Re-implantation of new access port. Established access port was leaking. Investigational surgery proved that access port tubing was broken on the perennial side of the stainless steel connector.